Manufacturer narrative:
D10 concomitant medical products: omst10btnl 10 blunt tip trocar w/o latex - oms-t10btnl, lot# p4j1180 omst10btnl 10 blunt tip trocar w/o latex - oms-t10btnl, lot# p4j1180 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a procedure, the 1st trocar was inserted and the balloon was inflated with air. However, when the camera was inserted, the trocar came out with the balloon deflated. An attempt was made to re-inflate outside the patient's body, but the patient was leaking and not re-inflating properly. A second and third trocar was used from the same batch however the same issue occurred. A fourth device was used from a different batch and the issue was resolved. There was a loss of time of less than 30 minutes due to the issue. There was no patient injury.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that the balloon did not inflate and difficult to insufflate. The reported issues could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.